Event description:
A report was received that the patient was explanted due to infection at the pocket and lead sites. The patient was experiencing a high fever and the skin was warm. The physician is unsure as to what caused the infection. The patient was prescribed IV antibiotics and is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.